Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 375 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient called the managing physician on (B)(6) 2016 to report that his legs had been "jumping" again for the past four days; the patient had return of spasms. A dye study and computed tomography (CT) scan were ordered but not yet scheduled. There were no environmental/external/patient factors reported that may have led or contributed to the event. No actions/interventions were taken at the time of the report. No surgical intervention occurred or was planned. The issue was not resolved at the time of this report. The patient's status at the time of the report was "alive with injury." The event date was noted to be (B)(6) 2016, but this date was approximate. Additional information was received that, per the managing physician, the spinal segment of the catheter was shown to have backed out of the intrathecal space. No further surgical intervention was taken or has been scheduled at this time. It was clarified that the patient's status of "alive with injury" was referring to the patient's return of underlying leg spasms.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted (B)(6) 2016, product type: catheter.

Event description:
Additional information was received that the entire catheter was replaced on (B)(6) 2016 and good cerebrospinal fluid (csf) flow was seen throughout the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.